Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaints: (B)(6). During intra-operative operation the jaws broke during the operation (prostatectomy).